Event description:
The dentist reported 60 days after the dental implant was installed in intraoral region #10 it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was performed.